Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received button error, motor error, rewind anomaly and audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had scratches and crack on screen of pump, diminished battery life, loud grinding during rewind and also had unexplained motor errors pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.